Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked under the window of the loading device. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. The loading device was not returned. The seal was returned outside of the delivery device, anchored to the tension spring. The seal was cracked along the fifth row from the center. The safety lock and plunger were not actuated on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).